Manufacturer narrative:
(B)(4). Evaluation results: evaluation of the returned product found no external damage to the unit. The alarm was tested and proven to have intermittent power. (B)(4).

Event description:
The customer reported that the alarm has intermittent power. This was discovered while in use but there was no pt incident or injury reported.